Event description:
It was reported that during use of a bd insulin syringe with bd ultra-fine¿ needle "the needle hub separated from syringe." No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 7086619 and (1) 3/10cc, 8mm, 31g syringe in an open poly bag from lot # 6228804. Customer states that the needle hub separated from the syringe and the needle bent during the injection. The syringe in the poly bag from lot # 7086619 was returned with the hub-needle shield assembly separated from the barrel. The barrel was examined and exhibited a damaged barrel tip. The syringe in the poly bag from lot # 6228804 was examined and exhibited a bent cannula. CAPA (B)(4) has been opened to address the hub separates issue. A review of the device history record was completed for batch # 7086619 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200691760, 200691893, 200691954] noted that did not pertain to the complaint. There were two (2) notifications [200691884, 200691883] noted for raised hubs. A review of the device history record was completed for batch #6228804. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates for lot # 7086619, bent cannula for lot # 6228804). Investigation conclusion: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe possible root causes for a bent cannula include: bending of the cannula during original removal of the shielding. If the shield is not removed evenly and in roughly the opposite direction of the force applied, the cannula is easily bent by the shield flange as the shield is removed. To the consumer, this would appear as though the cannula was bent to begin with. Additionally, this type of incident does not usually leave evidence on the interior of the shield.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: this product does not have an expiration date a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd insulin syringe with bd ultra-fine¿ needle "the needle hub separated from syringe." No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during use of a bd insulin syringe with bd ultra-fine¿ needle "the needle hub separated from syringe." No report of serious injury or medical intervention.